Event description:
There were two incidents with bd nexiva 20g catheters, lot number 1096193.1. During placement of an IV, initial blood return was obtained in the catheter. Prior to advancing the catheter, leaking from where the catheter connects to the wings was observed. The IV was removed and a new one had to be placed.2. During an MRI power injection, the white plug that the metal needle is removed from blew off the end of the catheter and the pt did not receive the IV contrast. There was no increase noted in the pressure gradient on the injector. The staff member had to remove the IV. A new catheter was placed. The pt did have splattering of contrast on her clothing. Three boxes with this same lot number were removed from stock. The department involved was exercising precaution with the devices in this lot number. Nothing appeared kinked at the time.